Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was removed from the device. The pt was not harmed or injured as a result of the event. The customer replaced the graphic user interface (gui) and backlight inverter printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the software. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).